Manufacturer narrative:
The echelon was not returned for analysis as it was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Per the echelon¿s instructions for use (IFU): warnings ¿ infusion pressure with this device should not exceed 600 psi (4137 kpa). Pressures in excess of 600 psi (4137 kpa) may result in catheter rupture, which may result in patient injury. ¿ if flow through the micro catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the micro catheter to determine the cause of the obstruction or replace it with a new micro catheter. Excessive pressure may cause catheter rupture, which may result in patient injury. Linked with MDR: 2029214-2018-00855. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during an onyx embolization to treat an arteriovenous malformation, there was report that when the dmso was injected the patient experienced bradycardia and did require medical intervention to stabilize the heart rhythm. The onyx injection was the performed, however, near the completion of onyx injection, resistance was encountered within the catheter. Onyx was then seen near the parent artery but within the treating vessel. Per the medtronic representative, the user was then instructed to discontinue the onyx injection for fear of patient injury and catheter rupture. The medtronic representative believes the catheter did rupture. However, the user did not believe this to be the case and the devices were discarded at the site. Follow up brain scans were performed and revealed that only the treating vessel/ avm was occluded, and the remainder vessel were flowing normally. The devices were all discarded at the site.